Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient was at home getting his home dialysis treatment ready, when his cgm read 100 mg/dl and was trending down. The patient stated he felt ¿low¿ suddenly. The patient started to get some glucose tablets to eat, but ended up passing out before he could eat them. The patient¿s wife called emergency medical services. Once ems arrived, the patient¿s bg meter reading was 46 mg/dl. No cgm comparison value was reported at this time. Ems treated the patient with some ¿glucose shots¿ and then transported the patient to the emergency room. At the emergency room, the patient¿s cgm was reading 59 mg/dl, but no bg meter comparison value was reported. The patient was given some orange juice to drink. After this, the patient¿s bg meter reading was 80 mg/dl. It could not be recalled what medication or treatment the patient received while hospitalized. He was discharged home after 2 days. The patient was ¿feeling fine¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.